Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences. The customer indicated that the sensor glucose was 50 mg/dl and blood glucose was 95 mg/dl and the pump alarmed threshold suspend. Troubleshooting explained the glucose differences to the customer.